Event description:
Overnight during impella purge bag and cassette change impella would not let rn proceed forward with the cassette change after completing the outlined steps. Impella console stated that disk was not locked in place after countless attempts to locking disc in place. Two different impella cassettes attempted, both times the cassette stopped at the same step. Second rn called in to help evaluate and contact impella rep and aprn [advance practice nurse] brought to bedside. Per impella rep after troubleshooting disc more to swap consoles due to us unable to exit out of screen to see impella wave forms, flows, pressures and more. Second console was obtained and ok per aprn to swap consoles. During console swap pt had drop in bp [blood pressure] with map's [mean arterial pressures] in the 30s. Pt became acutely anxious and felt unwell. After impella driveline was inserted into new impella console pts bp recovered.